Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va0jdss, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660,serial# (B)(4), implanted: (B)(6) 2014, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient fell about two weeks prior to report. The patient felt intermittent electrical pulses and had intermittent shocking sensations. Impedances were normal but x-rays were being ordered to look for breaks in the deep brain stimulator (dbs) wires. No further interventions had been taken and no surgical intervention occurred. The issue was not resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.